Manufacturer narrative:
Mr. (B)(6) 's email did not explain in detail the circumstances in which the incident occurred or the severity of the injury. Sunrise medical regulatory reached out via telephone call and spoke with mr. (B)(6) on (B)(6) 2019. Upon asking for details regarding the incident, mr. (B)(6) proceeded to state that he did have some bruising but there was no serious injury that required any medical attention. Mr. (B)(6) stated that on (B)(6) 2019, as he was entering his home from the garage, the wheelchair tilted back causing the right side back bracket to break. He said the left side bracket did bend but did not break. He stated that he is an active user and was able to break his fall by using his hands and was not injured, other than the bruising. Mr. (B)(6) was asked how he acquired the wheelchair since he was not the original owner. He stated he acquired the wheelchair approximately 18 months ago, while he lived in (B)(6), just prior to moving to (B)(6). He advised that he did not purchase the chair from a dealer but did not mention from whom or where he purchased the chair. Mr. (B)(6) mentioned in his initial email to sunrise medical that he learned there was a back bracket recall for the q7 and requested to have the brackets replaced. It was explained to mr. (B)(6) that the original dealer, which sold the wheelchair, did make attempts to contact the original owner in order to repair the wheelchair. However, was unsuccessful in making contact and therefore unable to locate the wheelchair. It was also explained to mr. (B)(6) that since he purchased the wheelchair 2nd hand, it was impossible for sunrise medical to locate the wheelchair in order to arrange for repairs to the back brackets. Mr. (B)(6) stated that he understood and thanked sunrise medical's regulatory representative for responding to his email and addressing his concern in a timely manner. Mr. (B)(6) also mentioned that there was nothing wrong with the wheelchair and that there was no damage to the chair other than the broken right bracket and bent left bracket. Upgraded replacement backrest brackets were shipped to mr. (B)(6) on 7/18/19 and delivered on 7/19/19. As previously stated, mr. (B)(6)'s wheelchair was affected by a voluntary recall that sunrise medical (us) llc initiated on 7/5/16 for the quickie q7 backrest brackets. This issue was addressed in CAPA (B)(4) and recall no. (B)(4) was satisfied in its completion and closed by the FDA on 9/11/2017. Sunrise medical considers this incident resolved and no further investigation will be performed.

Event description:
An email from end user, mr. (B)(6), was received by sunrise medical on (B)(6) 2019. He stated that the backrest brackets on his q7 manual rigid wheelchair broke causing him to fall, resulting in injury.